Event description:
It was reported that the balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation; however, during procedure, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. It was reported that the balloon was inflated several times at over 20 atmospheres for 3-5 seconds.

Manufacturer narrative:
B5 - describe event or problem: additional information.

Manufacturer narrative:
B5 - describe event or problem: additional information. Device evaluation by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 7mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation; however, during procedure, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. It was reported that the balloon was inflated several times at over 20 atmospheres for 3-5 seconds.

Event description:
It was reported that the balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation; however, during procedure, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.